Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged "there is a spot on her lungs." The patient stopped using the device when they were informed about the recall. A philips clinical specialist stated that per 21 cfr 803.3., the reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, use of non-distilled water, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device, and/or inadequate/improper cleaning practices/frequency. The alleged spot on the lung is assessed as a non-serious injury. Of note, the reported event of copd is assessed as past medical history. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.